Event description:
It was reported that this right ventricular (rv) lead exhibited low pacing impedance out of range. Technical services (ts) noted there also appears to be possible lead on lead noise and oversensing on the rv lead. The right atrial (ra) lead also appears to exhibit low pacing impedance out of range. Ts advised to further evaluate the patient with isometric and pocket manipulations, however, no further information was able to be obtained. There was no pacing inhibition as the patient is not dependent of rv pacing. The lead remains in service. No adverse patient effects were reported. Additional information received indicates the patient was unable to be contacted by the clinic as it appears the patient has moved out of the area. No further information is available at this time.